Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed open sores under the device. There was no alleged device malfunction. The patient's dermatologist advised the patient to wear looser garments. The patient's doctor advised the patient to use neosporin and bandages on the irritation. The patient's irritation improved.